Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient developed pain in his replaced left hip and metal ion testing demonstrated elevated cobalt and chromium levels. It is further alleged that on (B)(6) 2016 the patient underwent a left hip revision surgery and during the revision the surgeon noted mechanically assisted crevice corrosion on the juncture between the lfit v40 head and the accolad tmzf plus stem.